Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr), heart failure and atrial fibrillation for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment sequence of second triclip, the clip was unable to pass establish final arm angle test (efaa) as the clip opened up 35 degrees. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.